Event description:
It was reported that the pt broke hip in (B)(6) 2012. Pt was experiencing extreme pain. Pt had a revision with a non-stryker hip.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.